Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had no ultrasound image on screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: b5, d4, d8, h2, h3, h6, h11 corrected fields: d9 (device available for evaluation) an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the initially reported malfunction is: digital visual interface cable in use had damaged pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.